Event description:
It was reported the external pulse generator (epg) had low ventricular output, with the analyzer set on dual, and it read fine with the analyzer set on ventricular output only. The battery drawer and case were also noted to be damaged, and the ring was missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the ventricular output was low when the analyzer was set on dual. The customer comment that the battery drawer and case were noted to be damaged was confirmed by analysis. Analysis also found the ring and ring cover missing, the battery contacts were compressed and both bails were bent. (B)(4).

Event description:
It was reported the external pulse generator (epg) had low ventricular output, with the analyzer set on dual, and it read fine with the analyzer set on ventricular output only. The battery drawer and case were also noted to be damaged, and the ring was missing. The epg was returned for repair. There was no patient involvement.